Event description:
It was reported that this pacemaker was part of a system due to infection one month post implant. The device was explanted. No additional adverse patient effects were reported. The product is in possession of the hospital and is not expected to be returned. If information is provided in the future, a supplemental report will be issued.